Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4). Phone number was provided as "(B)(6)".

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys hcg + beta test system (hcgb) on a cobas e 411 immunoassay analyzer. The erroneous result was not reported outside of the laboratory. The sample initially resulted as >10000 mui/ml. The sample was diluted 1:100 and repeated, resulting as 9219 mui/ml. The sample was also repeated a second time at a 1:100 dilution, resulting as 14089 mui/ml. The 14089 mui/ml value was believed to be correct and it was released outside of the laboratory. The patient was not adversely affected. The hcgb reagent lot number was 131960. The reagent expiration date was asked for, but not provided. A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. It was determined that there were no obvious reagent issues. Controls were within specifications and calibration signals were within expectations. There was no evidence of an instrument related issue. A possible root cause could be related to improper pre-analytic sample handling. Clotting time was found to be insufficient.